Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had battery failed test. The blood glucose value was 134 mg/dl. Customer also state that the insulin pump did not alarm battery failed alarm. The product will not be returned for analysis.